Event description:
Consumer states she was using a heating pad for her back while sitting in a chair. She alleges she received a burn to her back that required medical attention and claims she was diagnosed with a first degree burn.

Manufacturer narrative:
Consumer's description (sitting in a chair, using on her back) indicates the consumer violated the product's instructions and warnings and is believed to have led to the incident. A prepaid label was sent to the consumer for return of the product. Product has not been returned.